Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot #2011657, no pre-existing anomalies were found on the 60 components manufactured with the same lot #. A final MDR will be submitted once the investigation is complete.

Event description:
Total shoulder revision surgery of an smr reverse implant was performed on (B)(6) 2026, due to aseptic loosening of the smr glenoid baseplate small-r (product code 1375.15.605, lot #2011657 - ster.(B)(4). The surgeon exposed the surgical site and explanted the liner, humeral body, stem, glenosphere, and baseplate. The baseplate was then prepared for implantation of a new glenoid component using a competitor implant system. The following devices were explanted during the revision procedure: smr reverse hp liner medium (product code 1365.09.015, lot #2005901 - ster.(B)(4), smr reverse humeral body (product code 1352.20.010, lot #2006792 - ster.(B)(4), smr cementless finned stem (product code 1304.15.190, lot #2009886 - ster.(B)(4), smr connector small-r (product code 1374.15.305, lot #2011115 - ster. (B)(4), smr glenoid peg tt small-r #l (product code 1375.14.653, lot #2007768 - ster. (B)(4), smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot #2013168 - ster. (B)(4), smr glenoid baseplate small-r (product code 1375.15.605, lot #2011657 - ster.2000258) bone screw ø6.5 h.25mm (product code 8420.15.020, lot #2002713 - ster. (B)(4), bone screw ø6.5 h.30mm (product code 8420.15.030, lot #2006404 - ster. (B)(4). The previous shoulder surgery was performed on (B)(6) 2020. The patient is a male, 77 years old. No additional clinical information is available. The event occurred in australia.